Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a motor (motor issue) issue; a piston retraction issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because piston retraction failure could prevent rewind, load and prime of the pump with the possibility of long-term cessation of insulin delivery to the patient.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02-jul-2019 with the following findings: on investigation, the pump performed as intended without malfunction; no motor issue was duplicated.